Manufacturer narrative:
G4:08mar2021. B4:08mar2021. H11:g5:k102985. H10: the biomedical engineer replaced the blower assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
The customer reported a blower temperature high diagnostic code. The customer contacted product support and requested for service repair. Product support advised the customer to check the air inlet filter and cooling fan to make sure it is running. The biomed is reporting the filter is new and the fan is running. The biomed has advised to close the case. The biomed will call back if they have any questions. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Respiratory continued to use the ventilator until the patient was removed 8 hours later. Patient information and repair information were requested from the customer, but no response received.